Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was used with a metal reusable thoracic trocar. The black coating was scraped off near the jaws of the device and fell into patient's cavity but was retrieved. A new device was opened and the procedure was continued. No patient information provided. No patient information provided.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device's rod insulation was damaged and missing. The missing pieces were not returned with investigation. The customer reported component disengaged. The reported condition was confirmed. The investigation found the device was returned with damaged and missing insulation on the rod shaft. The investigation identified the root cause of the reported event to be user error. The IFU states, carefully insert and with draw the instrument through the cannula to avoid damage to the device and/or injury to the patient. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.